Manufacturer narrative:
The device was not returned for evaluation; however, a zoll field service engineer (fse) went onsite to evaluate the device. The fse was able to reproduce the reported malfunction. Upon inspection, it was found that the device contained an o2 sensor that was manufactured on 06mar2023. The o2 sensor should have been replaced on 22oct2024 during the preventive maintenance as required; however, it was found that the o2 sensor was not replaced at that time which led to the o2 concentration failure. The fse replaced the o2 sensor and the device passed all testing, confirming the aged o2 sensor was the reason for the reported malfunction.

Event description:
Complainant informed that during use, the device reported an o2 concentration failure. Complainant was unsure if a specific alarm code was showing at the time of failure. The device was removed from the patient with no harm, and complainant confirmed no adverse effect to the patient related to this malfunction.